Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5152243, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the lead incision site. It was noted that the incision became very swollen and inflammed. The physician believed that the infection was due to some screws that were placed in the spine from another surgery. The patient was prescribed with antibiotics and underwent an explant procedure.